Event description:
It was reported that the device screen became unresponsive and functionality was restored after the user performed a firmware update following troubleshooting guidance. Symptoms included an unresponsive touchscreen. Outcomes included no injury, no alarms, and continued therapy after software remediation. Investigation included user troubleshooting and confirmation of successful software update with resolution. Investigation of this case revealed a device user interface performance issue that was corrected through software update, consistent with a transient firmware-related display responsiveness problem. It was concluded, based on previously established findings for similar reports, that the cause was a software-related performance issue addressed by corrective action through update.